Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, device remains implanted. Results from the product history record review indicated the protect met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Additional information was requested and a completed questionnaire was received on 6/06/2016. (B)(4).

Event description:
Additional information was received from the consumer. She has severe light sensitivity and difficulty seeing her computer. She is getting some prescription glasses to assist in sharpening her vision. In a follow up, the surgeon reported that the patient had posterior capsular opacification observed approximately four months after the lens was initially implanted. The surgeon indicated that the patient's visual issues are ongoing and additional intervention may be required.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, a nurse reported that the intraocular lens (iol) was explanted 3 years after initial lens implantation. The nurse also indicated that the lens was noted to have glistenings prior to explantation.

Manufacturer narrative:
The lens was returned in a specimen cup in liquid. The lens has been cut into two pieces. Both optic portion have small cracked areas. Power and resolution testing cannot be conducted due to the optic damage. The lens appears clear upon return. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported events. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced halos around lights, a haze over her vision and is having trouble seeing to drive or read. The consumer also reported that she has had a yag capsulotomy following the initial implant procedure. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.